Event description:
The procedure was pta angioplasty of posterior tibial via normal groin access, contralateral approach. The nanocross balloon catheter separated post pta as the device was being removed. The pta catheter separated above balloon as physician removed the device over the wire. The remainder of catheter was removed thru sheath. The case was not disrupted only delayed for a couple of minutes. One additional pta inflation was completed and the physician was happy with final angio and run-off.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the catheter exhibited a fracture of both the outer and the inner shafts. The outer shaft was fracture 2cm from the proximal balloon cone. Both fracture faces of the outer sheath exhibited stretching/ necking with definitive borders. The inner shaft was severely stretched, necked and accordion folded over the wire and exhibited a fracture face 46.5cm from the balloon's proximal cone. The inner shaft's proximal fracture face was 10.5cm proximal to the outer shaft's proximal fracture face. The balloon chamber had folded over itself and was not able to unfurl to its original configuration because the inner shaft would compress (accordion) over the guidewire when the 2cm section of outer shaft (proximal to the balloon) was pulled. The material used in the outer sheath does not exhibit the same stretching, necking attributes exhibited in the inner shaft material.